Event description:
It was reported that during a pvi (afib) procedure, the impedance was high during ablation. Prior to start of ablation the impedance was around 120 ohm, but when the user started to ablate, it increased to 400 ohm. No patient consequence was reported, however the procedure was cancelled and had to be rescheduled. The patient was under local anaesthesia. The patient was said to be in (B)(6). No extended hospitalization was required. However, since the procedure was aborted after ablation had been started, most likely a transseptal puncture had been done prior to the case cancellation, thus the complaint becomes reportable.

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4). It was reported that during a pvi (afib) procedure the impedance was high during ablation. Prior to start of ablation the impedance was around 120 ohm, but when the user started to ablate it increased to 400 ohm. No patient consequence was reported, however the procedure was cancelled and had to be rescheduled. The patient was under local anaesthesia. The patient was said to be in the (B)(6). No extended hospitalization was required. However, since the procedure was aborted after ablation had been started, most likely a transseptal puncture had been done prior to the case cancellation, thus the complaint became reportable. During the repair of the stockert generator associated with the reported complaint, it was found that the nis board was defective. This part was replaced and resolved the issue. Functional and safety test was performed as well as preventive maintenance. An internal corrective action has been opened to address this issue. The device history record review for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).